Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr got stuck in the lesion and the patient expired. The greater than 90% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The physician successfully ablated the lesion with a 1.5mm rotalink burr. The physician then changed the burr to a 2.0mm rotalink burr and successfully crossed the lesion. Upon the final polishing run at a rotational speed of 150,00rpm the 2.0mm burr became stuck distal to the burred lesion. It was noted that the burr became stuck due to the unusual angle of the rca. An attempt was made to pull the burr back past the lesion. The physician successfully removed the burr by placing a guide catheter in the left femoral artery and engaged the right coronary artery; a balloon was used to dilate the calcified lesion. The burr was removed from the patient intact and a non-bsc stent was placed in the rca. Angiography was performed and no issues were noted. Later that evening the patient¿s blood pressure began to drop. The patient was recatheterized to check both the left and right coronary arteries, both arteries were clear. The patient was then sent for an magnetic resonance imaging scan but expired around 8:30pm. It was noted that information regarding the cause of death is not available. .